Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that after insertion the surgeon noticed that the trailing haptic was bent. The lens was removed and replaced. The incision was enlarged for the removal and a sutured was placed. The inserter that was used during this event is reported under 1119279-2014-00038.